Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 5:00 pm, the patient experienced symptoms including disorientation/confusion, vomiting, severe headache, sweating, and a reported pulse rate of 130 bpm. At the onset of symptoms, the parent did not obtain a fingerstick blood glucose (fsbg) measurement and could not recall the cgm reading. No medication was administered prior to seeking care. At approximately 7:00 pm, due to persistent symptoms, the patient was taken to the emergency department (ed). Upon arrival, the cgm displayed 143 mg/dl, while a manual blood glucose measurement showed an fsbg of 789 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and received humalog insulin injection in the emergency department; the dosage was unknown. After several hours, the patient¿s condition stabilized, and the patient was discharged the same day with an insulin regimen; however, the parent declined to provide details regarding the specific type of insulin. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.